Event description:
The customer stated that he was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 500 mg/dl during the phone call. The customer stated that he felt uncomfortable using the pump because of the high blood glucose levels and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.